Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the system was in clinical use. Field service engineer (fse) inspected the system onsite and confirmed that the system will not boot up. Upon functional testing, the fse found that the system was unable to capture images from x-ray and system gave error about there not being any space. To resolve this issue, the philips engineer recreated the frontal image store and reloaded the os on the image processing pc (ippc). However, two weeks later the issue reoccurred and the fse replaced the ippc. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that a low disk space error appeared after system startup, and the system could not be used. There was no report of harm.